Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. According to the gore excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement, embolization. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 56.0 mm in diameter with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2014. On (B)(6) 2016, a type ii endoleak with involvement of the inferior mesenteric artery (ima) and lumbar arteries was determined. The patient underwent percutaneous embolization of the ima, lumbar arteries and the aneurysm sac. The patient tolerated the procedure and the endoleak was reported to have been resolved.